Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported adverse event. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. It was noted that the patient had a pre-existing infection in the groin which was reported to be the source of the peritonitis. Furthermore, it was stated that the patient did not always practice aseptic technique during peritoneal dialysis therapy which could have caused or contributed to the development of peritonitis. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the adverse event remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Two days prior to being diagnosed, the patient initiated a stat drain during a scheduled treatment due to feeling discomfort and believing that they may have overfilled. A review of the patient¿s treatment records verified that there was no overfill event that could have caused or contributed to the patient¿s discomfort and abdominal pain. Two days later, the patient went to the clinic due to the ongoing abdominal pain and was found to have peritonitis. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for the event. The patient was not hospitalized and has since recovered from the peritonitis. Follow up with the patient¿s nurse clarified that the patient had an open abscess in the right groin area prior to getting peritonitis. The cause of the abscess was an infected hair follicle which the patient failed to follow up with the doctor about. The abscess grew infectious with e. Coli bacteria which matched the culture results for the peritonitis event. It was also stated that the patient was not consistently compliant with sterile techniques for peritoneal dialysis therapy. The patient was reported to be continuing peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."